Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
It was reported that this defibrillator (s-ICD) system exhibited oversensing. A revision procedure was performed and the system was removed from service and replaced.

Manufacturer narrative:
The returned electrode was thoroughly inspected and analyzed. Visual inspection revealed no cracks or bubbles around the notch area next to the sense b electrode. Resistance tests were completed to assess electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly and electrode body found no anomalies. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely as it decreased from 58% to 17% in a 1 month time period. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. According to additional information received, the device has been explanted and replaced. This device has returned for analysis. No additional adverse patient effects were reported. It was reported that oversensing was observed with this system and the associated electrode was explanted with this subcutaneous implantable cardioverter defibrillator (s-ICD). No additional adverse patient effects were reported. It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing. A revision procedure was performed and the system was removed from service and replaced.